Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events summarized: 2. Restorelle: 2 - attachment: [oto asr april-may 2018.pdf].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated dyspareunia, urinary problems, bowel problems.